Manufacturer narrative:
Pending evaluation. Concomitant devices: tibial insert, size 3, 11mm (cn; 200-63-11, sn; (B)(4)); tibial tray, size 3f/2t (cn; 204-04-32; sn: (B)(4)); three peg patella (cn: 200-02-35, sn: (B)(4)).

Event description:
As reported, approximately 9 yrs postoperative total knee arthroplasty was performed on this (B)(6) y/o female patient dr. (B)(6) determined that the component had failed. Dr. Newman opened the joint in standard fashion. He decided to take everything out and implant a stryker revision knee. He then closed the joint in standard fashion. The patient left the or in stable condition. Hospital did not release implants for return to exactech.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that upon review of all available information, the reason for revision reported in this event was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient-related factors. Section (d10) concomitant devices: tibial insert, size 3, 11mm (cn; 200-63-11, sn; (B)(6)). Tibial tray, size 3f/2t (cn; 204-04-32; sn: (B)(6)). Three peg patella (cn: 200-02-35, sn: (B)(6)).

Manufacturer narrative:
Corrected b1, b2 updated b5 corrected h6: clinical codes, medical device problem code, component code and investigation codes.

Event description:
It was reported that approximately 101 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, increased pain and mechanical symptoms. Initial surgery and revision surgery operative notes were provided. Post operative diagnosis noted wear, loosening and fracture of the polyethylene liner and loosening of the femoral component. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, fracture, femoral loosening, and tibial loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.